Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 491547, expiration date 03/31/2014). (B)(6).

Event description:
Customer received result of 4.9 mmol/l on the aviva nano system, and a result of 9.2 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test strips.